Manufacturer narrative:
Evaluation, results: as received, the ipg was non functional. For further analysis, the ipg can was opened and a battery leak was observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2010. It was reported that she is feeling stimulation at the ipg site when recharging. In an effort to resolve this matter, a replacement charging system was sent to the patient. The attempts to obtain additional information regarding function of the replacement device were unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.